Event description:
It was reported that (B)(6) post-op of a colon procedure, the surgeon needed to perform a reoperation because the patient presented with an intra-abdominal leak and sepsis. It was found that the inspected staple line contained malformed staples at the anastomotic site. Malformed staples were not originally noticed during the procedure since the tissue passed a leak test and the donuts were complete. The surgeon also stated that the device acted completely normal when fired. The patient also had radiated tissue. The doctor resected the anastomosis and gave the patient a colostomy. Patient also is on antibiotics. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. On (B)(6) 2010, ees (B)(4) spoke with (B)(6) and he indicated everything was perfect with the use of the device. He considered diverting but because the device worked so well and the anastomosis looked so good he decided not to. The patient was a chronic smoker undergoing chemotherapy, was (B)(6) post radiation treatment and had a bowel movement on post op (B)(6). (B)(6), in examining the specimen staple line, thought that seeing bowed "b" form perhaps indicated staple malfunction or misalignment. He felt this, combined with the other clinical issues, contributed to the staple line failure. I explained to him that rotation of individual staples was not uncommon and in no way affected the integrity of the staple line. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.